Manufacturer narrative:
Date of initial report: 2017-07-12. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the knife blade was found stuck in the middle of the jaws and exposed when the nurse tried to clean. The handle was closed and the knife trigger was pulled but the issue was not solved. A new device was used to continue. No patient harm. The removed device was checked post procedure, and the knife was found returned within the jaws.

Manufacturer narrative:
One lf1737 ligasure device was received, and an evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. Mechanical testing found the jaws operated properly and the knife blade deployed smoothly. There was no knife blade exposure. The knife cut with acceptable results and no damage was found on the blade. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.